Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from (B)(6) 2017 (97 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between two layers of the triple layer indicating a defect of the air-side layer of the triple layer membrane. The pump was disassembled for evaluation and functional testing detect a leak located in the air-side layer of the triple layer membrane along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were detected between the membrane interstices. The middle layer and blood-side layer of the triple layer membrane displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points, which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which may reduce the blood pump performance.

Event description:
We were informed by our (B)(6) distributor via email that a patient supported with the excor blood pump in bvad configuration experienced incomplete emptying of the right excor blood pump. The clinic suspected a thrombus formation in the pump, and the affected right excor blood pump was subsequently exchanged by trained professionals without complications. Inspection of the affected blood pump after being taken off the patient by the clinic indicated no thrombus, leading to the suspicion of a defective membrane in the blood pump. The pump was returned to the manufacturer for further analysis. The patient is reported to be doing well after this incident.